Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer mother reported via phone call that customer was experiencing high blood glucose level. The customer's blood glucose went over 500 mg/dl which was treated with insulin pump. Customer mother stated that customer was in jail that caused them high blood glucose. The trouble shoot for high blood glucose was declined. The insulin pump will not be returned for analysis.